Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter. Patient code (B)(4) applies to both the pump and the catheter. Device code (B)(4) applies to both the pump and the catheter. Eval code-conclusion code applies to both the pump and the catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving an unknown drug with an unk nown dose and concentration via an implantable pump for spinal pain. It was reported pump and catheter were explanted due to infection on (B)(6) 2016. It was noted the pump and catheter were sent to product performance. Additional information received from a manufacturer representative (rep) on (B)(6) 2017 reported the rep became of aware of the event on (B)(6) 2017. It was noted that the patient first started experiencing the reported infection in (B)(6) 2016. The patient's weight at time of event was noted to be approximately (B)(6). It was stated the product was sent to pathology at the hospital and disposed of. No further complications were reported/anticipated.